Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted within the anatomy, possibly over the common iliac bifurcation, preventing the shaft lumens from moving freely resulting in resistance with the thumbwheel and partial deployment. However, without having the device to examine, this could not be confirmed, and a definitive cause for the difficulties encountered could not be determined. The additional treatment was due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with heavy calcification, heavy tortuosity, and 90% stenosis in the left common iliac artery. A cross-over procedure was performed through a 6 fr sheath. The bifurcation was very sharp and calcified. After successfully implanting a supera stent, a 9.0 x 80 mm absolute pro self-expanding stent (ses) was attempted to be deployed to treat a lesion proximal to the aortic bifurcation. On deploying the ses, the thumbwheel was blocked and unable to be moved further. The stent was partially deployed 2cm. As the stent deployment could not be moved further due to the blocked thumbwheel, the stent delivery system handle was dismantled to retract the second layer of the delivery system and deploy the stent manually. As a result, the stent became elongated and another absolute stent was implanted in the same area to achieve a perfect result. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.